Manufacturer narrative:
Additional data: device evaluation: lens was returned dry, in a micro-centrifuge vial. There was clear surgical residue on product. Visual inspection found no visible damage to lens and presence of residue on lens surface. Claim# (B)(4).

Manufacturer narrative:
This product is manufactured in the u.s. But not marketed in the u.s. (B)(4).

Event description:
The reporter indicated the surgeon implanted a 13.2mm vicm5_13.2 implantable collamer lens, -02.50 diopter, in the patients right eye (od) on (B)(6) 2018. The lens was explanted on (B)(6) 2018 due to excessive vaulting. The patient experienced glare/halos and blurred vision. The lens was exchanged for a shorter lens and the problem was resolved. The patient still complains of glare/halos and blurred vision. The reporter indicated the cause of the event was due to patient related factor. Post-op patient condition - dry corneal epithelium. See MFR report # 2023826-2019-00147 for exchanged lens.